Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report could not be confirmed. The unit was tested for 5 days straight, and there were no faults found. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Customer reported that her olympus 4k uhd lcd monitor was intermittently loosing its image during a specific procedure. Please see report with patient identifier (B)(4) for the details of that event. During the diligence of that case, olympus was made aware of a series of events with the same subject device and failure mode. This report is being submitted to capture the unknown number of events that were discovered during diligence attempts with the customer. No further details concerning the series of other events was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. The product was not returned, and the phenomenon was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.